Manufacturer narrative:
Device eval: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved visual inspection and powering up of the pump which showed the device displayed error code 46011 and also 44011. New software was installed and downloaded and the displayed errors did not recur. The investigation determined that software was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 46011. No adverse effects were reported.